Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an evo visian implantable collamer lens was implanted into the patients right eye (od) on an unknown date. Reporter stated "seeing things a little fuzzy." The lens remains implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.